Manufacturer narrative:
This report is for an unknown insertion instrument/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for transtrochanteric fracture with tfna devices and implants. The surgeon attempted to ream the bone head with the reamer to insert a helical screw, but the reamer did not penetrate the nail. This created a black metal powder. Guide wires were also used in this surgery. The procedure was completed successfully with a 45 minute delay. This report is for one (1) unk - insertion instruments. This is report 1 of 4 for (B)(4).